Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and the reported failure (erbe error c-83) was confirmed and replicated during the power-on testing. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineering. Investigation revealed the following possible related system errors: erbe error c-82 "system error. Serial input/output (sio) protocol length error" and erbe error c-83 "system error. Instrument interface (iif) communication timeout". The probable root cause is attributed to an electrical component failure in the iesu/erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to getting repeated error c-83. System tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Isi reviewed the site¿s complaint history which does not reveal any related or duplicate complaints involving this product and/or this event. A review of system logs confirmed: system serial # (B)(6), event date: 12/16/2024, and procedure name prostatectomy - radical w/o lymphadenectomy.

Event description:
It was reported that prior to the start - post anesthesia of a da vinci-assisted prostatectomy surgical procedure, the integrated electrosurgical unit (iesu) or erbe generator had an error c-83 present. The technical service engineer (tse) was unable to confirm the reported error in the system logs. The tse had the customer restart the erbe and inquired if a backup force triad generator was available. The customer stated that they restarted the erbe multiple times, but the error persisted. The customer opted to replace the erbe with the force triad generator for the procedure. The procedure was completed with no reported injury.